Event description:
It was reported that ineffective high voltage therapy was noted on the device resulting in arrhythmia. Additionally, undersensing was noted on the device. The arrhythmia was terminated by additional high voltage therapy delivered by the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.